Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient felt warmth at the ipg site with somewhat increased discomfort during charging. The patient is getting effective therapy. The doctor asked the patient to leave therapy off 1-2 days. Surgical intervention will be taken to replace the ipg.

Event description:
Follow up information indicated the patient had surgical intervention to replace the ipg with adequate coverage provided post-operatively. The reason for the procedure has resolved.